Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, it was a case of an implant of an 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, no difficulties were encountered during insertion of the esheath into the patient or advancement of the delivery system through the esheath. Following valve implantation, no issues were observed during withdrawal of the delivery system. A dilator was reintroduced inside the esheath at the end of the procedure, and a liner tear was observed upon withdrawal. No patient harm was reported, and the final angiographic outcome was satisfactory, with vessel closure achieved using an additional proglide device. The patient remained in stable condition. The perceived root cause of the event was related to the patient's tortuous vascular anatomy which resulted in suboptimal alignment of the dilator during initial insertion. Then, during reintroduction of the dilator at the end of the procedure, the dilator may not have been advanced in the correct orientation. As per photos provided, the distal tip of the sheath was torn.